Event description:
The customer reported approximately two milliliters of clear fluid dripped from the manual probe area and outside the instrument involving the coulter hmx hematology analyzer with autoloader. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the unit gave aspiration errors and dripped diluent in the open vial mode. The fse noted the fluid came from the backwash probe area caused by the probe not coming down all the way. The fse lubricated the rails to the backwash area and resolved the fluid leak issue and replaced the needle to resolve the aspiration errors. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).